Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by a female consumer via website on (B)(4) 2018, the contact lenses she bought were torn when opening a few of the packages. The contact lenses were fragile that she experienced a piece of the contact lens stuck in the back of her eye after lots of blinking and treatment of an unknown eye drops. Additional information was received on 23apr2018 via email confirming that the consumer experienced the reported event initially on (B)(6) 2017 and (B)(6) 2018. The consumer confirmed that the right eye (od) got an ulcer and have been irritated by fragment of contact lenses getting stuck in the back of her eye. The consumer could get all the pieces out and sometimes a piece would get folded behind her eye for a few days. Medical attention was sought in (B)(6) 2017 up until this month. The consumer was diagnosed with corneal ulcer and was prescribed with besifloxacin ophthalmic suspension eye drops; treatment modality and duration were unknown. The consumer's symptoms were resolved and was able to wear contact lens in one eye. Additional information has been requested but not yet received.

Event description:
Additional information was received through faxed medical records on 18may2018; that on (B)(6) 2017, the consumer came in for a follow up on corneal ulceration involving the right eye. The symptoms are associated with red eye and light sensitivity that are mild in severity. The consumer experienced theses symptoms for two days. The consumer was taking up besifloxacin 0.6% antibiotic drops 1 drop suspension every two hours. The consumer's condition was better since her last visit. A focused review of systems including the consumer's eyes was performed and was notable for eye pain. Upon examination, the consumer was squinting and got superficial punctate keratitis (spk) and a resolving corneal ulceration through slit lamp examination. The ecp advised the consumer to discontinue contact lens wear, modified the treatment of besifloxacin every two hours a day then six times per day until follow up and scheduled for follow up exam in two days. On (B)(6) 2017, the consumer was following up for central corneal ulceration of the right eye. The consumer stated that she noticed her eye getting red and painful the day before this visit. The consumer was seen with 1+ meibomian gland dysfunction on the right upper lid everted during eye examination and pannus @ 9 o/c through slit lamp examination. The ecp counseled the consumer regarding eye care, expectations on corneal ulcers and when to contact the ecp. The consumer was instructed to continue besifloxacin twice a day and was given hypochlor samples to be taken twice a day. The consumer was advised to return for a follow up visit in two weeks. On (B)(6) 2017, the consumer came in for a follow up of corneal ulceration involving the right eye. The consumer had finished besifloxacin treatment as directed and restarted contact lens use two weeks before this visit. It was confirmed through the slit lamp examination that the corneal ulcer was 100% healed. The consumer was counseled with eye care, gave expectations regarding corneal ulcer and advised when to contact the ecp. The ecp instructed to start treatment using baby shampoo every morning or nightly in both eyes. The consumer was scheduled for slit lamp exam and refraction, manifest. On (B)(6) 2017, the consumer came in for an initial refractive surgery evaluation of the left and right eye. The consumer wanted spectacle independence and had discomfort with the contact lenses. The consumer had a history of current contact lens use on daily wear soft contact lenses. The consumer's right eye was out of contact lens wear for a week. The ecp discussed and counseled the consumer on refractive surgery options and explained that dry eye syndrome can develop or become worse after refractive surgery. The consumer was given with cyclosporine samples and was planned for photorefractive keratectomy (prk). The proposed distance/near focus are right eye distance and left eye distance. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. Describe event or problem: new information received. (B)(4).